Manufacturer narrative:
E1 initial reporter phone number- (B)(6). Date of event is estimated.

Event description:
It was reported that the patient¿s ipg had reached end of life [related manufacturer reference number:1627487-2024-12420], it is unknown if this occurred prematurely. It was also reported that following a fall patient was twiddling with the ipg [related manufacturer reference number:1627487-2024-12474] causing the extensions to coil which caused extensions to fracture [related manufacturer reference number:1627487-2024-12475 and 1627487-2024-12476]. Patients ipg was not sutured in the pocket and ipg pocket was too big making ipg more mobile and able to be turned. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein ipg was explanted, replaced, and repositioned, and the extensions were explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.